Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The 2.75 x 28 mm taxus express2 drug eluting stent broke into two pieces when removing it from the package. The procedure was completed with another taxus express2 of the same size. No patient complications were reported. Patient status reported as "fine."

Manufacturer narrative:
.